Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Date of event: only the event year is known. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a j&j employee. PMA/510(k) number: device is not distributed in the united states, but is similar to device marketed in the USA. Part #: 04.027.051s, lot #: 195p217, manufacturing site: (B)(4), release to warehouse date: 14, june 2021, expiry date: 01, june 2031, a manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent an orif surgery for treating femoral trochanteric fracture with the japanese pfna implants in question. After the surgery, bone union was not completed in a situation where telescoping was occurring. Drug therapy was also used, but bone union was not achieved. Then, it was confirmed during follow-up that the blade was on the verge of cutting out on an unknown date. If cut out, there was a high possibility of damaging the acetabulum, so it was decided to give up on bone union and replace it with an artificial femoral head. A revision surgery is planned on (B)(6) 2022. The surgeon commented that the reason why the osteosynthesis was not achieved is unknown, but the non-union caused the bone head to rotate and the blade almost cut through. No further information is available. This report involves one pfna-ii blade l80 tan. This is report 1 of 1 for (B)(4).